Event description:
In 2006, an 18 fr gore introducer sheath was dropped from a table during endovascular repair of an infrarenal abdominal aortic aneurysm. Another 18 fr introducer sheath was not available and the patient was converted to open surgical repair.

Manufacturer narrative:
The sheath was discarded by the facility. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.